Event description:
The customer contact reported that blood was pumped away from the pt rather than to the pt. The tubing set was primed with saline, loaded into a plum pump, connected to the pt's peripheral IV catheter and the delivery was started at a rate of 65ml/hr. Immediately, the nurse noted that blood was coming out of the pt's IV catheter. The tubing set was removed from the pump and therapy was resumed using a replacement set. There were no adverse pt effects and no med interventions were required. Though requested, no additional information was provided.